Event description:
It was reported that a blade broke at the mount during a total knee replacement procedure. It was further reported that there was no injury to the pt and that the case was successfully completed when the blade was changed. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that one of the tabs was broken. Measurements carried out on the blade confirmed that all features conformed to required specification. The lot no. Was not available to assist further investigation. The root cause is determined to be multi-factorial. Handpiece: system 6 sagittal saw.